Manufacturer narrative:
The treatment tip that was used in this procedure is not available for evaluation as it was discarded by the user. Data log of the event was returned and evaluated. Based on the evaluation of data the system, hand-piece and treatment tip performed as expected. A review of the device history record has been initiated, but not yet completed. Based on available information no causal factors can be determined and no conclusion can be drawn

Event description:
A nurse reported they had a patient present with blisters on both corner sides of the mouth one day following a thermage full face and submandibular treatment. The patient was treated at a maximum energy level of 4.5. 30-40ml of coupling fluid was used. The treatment tip was inspected prior to use with no noted abnormalities, the tip was not inspected during treatment. The patient was treated with betamethasone valerate ointment. At this time it is unknown if the patient will have any permanent scarring.

Manufacturer narrative:
According to thermage cpt system technical user¿s manual (p009240-06 rev. A) burns, blisters, scabbing, and scarring are all known possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The customer reported no system errors and nothing out of the ordinary occurred during treatment. Based on the evaluation of data the system, handpiece and treatment tip all performed as expected. The treatment tip was not re-inspected during or after treatment. Based on the available information, no causal factors can be determined and no conclusions can be drawn.